Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/14/2024, it was reported by a sales representative via phone that an ar-2260bc distal biceps implant screw stripped during insertion. Procedure completed using screw from another kit. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error, specifically misalignment of the insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.